Event description:
The customer alleged that he received a control test results of 500 mg/dl. While troubleshooting, he performed 2 control tests and received results of 492 and 490 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not valid, so the meter information was provided instead.